Event description:
It was reported to philips, an authorized service provider (asp) was on site and saw an 1105 logged in the event log. It is unknown if the device had patient involvement at the time the issue was discovered, there was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
It has been confirmed that the alarm led error code found in the event log refers to a previous failure which was previously captured in a separate complaint record. During field change order (fco) implementation (unrelated to a failure), the philips service engineer identified the error code during review of the event log. The hospital's biomed explained that the unit had been previously repaired by replacing the power switch overlay, but the event log was not cleared after the repair. The biomed verified that the unit was no longer displaying the alarm led failure after the power switch overlay was previously replaced. There was no recurrence of the failure, and no new failures were noted during field service. The unit continues to function as intended and remains at the customer's site. Based on this information, this event does not meet regulatory reporting criteria and is being reassessed as not reportable.